Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation revealed an incorrect model and serial number with an end of life message. The next day, the device would not interrogate and there was no response to magnet application. The device was subsequently replaced.